Event description:
It was initially reported that the patient was experiencing pain in the right lower rib cage and her throat was hurting. The patient used the magnet to temporarily turn off the generator and the pain subsided. Diagnostics were within normal limits. The physician lowered the patient¿s pulse width and frequency but the pain remained. The patient was sent to x-rays but they have not been provided to the manufacturer for review. The patient later was admitted to the emergency room due to seizures. The seizures were increased severity and intensity. The patient was turned off in the emergency room and was later turned back on to the previous settings and was able to tolerate the settings. Diagnostics were still within normal limits at this time. Follow-up with the office indicated that the patient was doing well and had her generator turned off for a brain MRI. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Date of this report: corrected data: the initial report inadvertently provided the incorrect aware date. The aware date of the reportable event was (B)(6) 2013 which was after the aware date of (B)(6) 2013 which was previously reported. Date received by manufacturer: corrected data: the initial report inadvertently provided the incorrect aware date. The aware date of the reportable event was (B)(6) 2013 which was after the aware date of (B)(6) 2013 which was previously reported.